Event description:
The customer reported via phone call that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 70 mg/dl, compared with the sensor reading of 50 mg/dl. The customer stated that he received a low blood glucose alarm when his blood glucose was 80 mg/dl the night prior. The customer also noted that the insulin pump alarmed calibration error. He was advised that, because, he calibrated while correcting for low blood glucose, and then tried to calibrate again while treating for his glucose, the sensor reading became inaccurate. The customer was advised to replace the sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.